Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a blank screen on the insulin pump. Customer stated that the reservoir is showing less insulin than what the status screen indicates. Customer reported that they were hospitalized for low blood glucose levels. Customer's blood glucose reading was 55 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.